Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# l74557, implanted: (B)(6) 1999, product type: lead. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 1999, product type: programmer, patient. (B)(4).

Event description:
It was reported that when the patient was in the hospital for the implant of their cardiac device, their cardiologist was concerned about their spinal cord stimulation (scs) device. It was reported that a manufacturer representative told the patient that they had a broken lead. The patient had not seen their follow up health care provider (hcp) because they didn¿t have insurance and hadn¿t seen them in probably years. It was reported that the device was working until about 6 months ago. The patient didn¿t keep the device on all the time and just used it as needed. It was reported that the device had been in the patient for about 10 years. It was noted that the patient wanted to know if the manufacturer representative had their diagnosis. It was also noted that the reason for the patient¿s call was that they were worried about what they saw on the news about how their defibrillator might be defective, but it wasn¿t. The patient was redirected to their hcp.